Event description:
Patient had significant angulation and tortuosity in aortic neck. A pre-existing graft from another manufacturer was in place and had migrated proximally and then distally. Renal stents had been placed to keep it from migrating proximally again. The physician wanted to place a renu device, but the position of the renal stents did not allow enough room. A converter was placed instead and was difficult to place, because of the renal stents and tortuous anatomy in the proximal aorta. An occluder was placed on the contralateral side. The final angiogram noted a proximal type I endoleak, but there was not enough room in the aortic neck to place any ancillary devices. The physician elected to convert the procedure to an open surgical repair. The patient is recovering.